Event description:
It was reported to covidien on 02/10/2009 that a customer had a problem with a hemodialysis catheter. The customer reports they had a patient with a palindrome hemodialysis catheter, with a clot in the right atrium. The catheter was removed and replaced. It was reported a clot was attached to the end of the catheter.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, results will be forwarded.